Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2007. According to the complainant, the "cutting wire is only appr. 1 cm long." The procedure was completed with another jagtome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device revealed that the working length of the device was severely twisted, and that the cutting wire was discolored as a result of use. A split in the catheter shaft extrusion, near the distal pierce hole, allowed the wire to move proximally, which led to the appearance that the cutting wire appeared relatively short. The extrusion appeared discolored and melted, likely resultant from intimate contact with the cutting wire. Although the cause of the reported malfunction is undetermined, it is likely attributable to operational context.